Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation is confirmed based on the photo provided by the reporter. Visual inspection revealed that the drill guide had melted and the drill was stuck within the drill guide. Based on the photo provided by the reporter, the most likely cause for the reported failure can be attributed to user error of the device due to leveraging/over-engaging the drill within the drill guide.

Event description:
On 3/27/2023, it was reported by a sales representative via sems that the drill and drill guide from an ar-3670 fibertak biceps implant system ended up melting the plastic within the guide and the drill got stuck inside; the fibertak could not be implanted. This was discovered during a procedure on (B)(6) 2023.